Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - impact code - f1005 overdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient lost consciousness due to hypoglycemia caused by over-infusion of unspecified insulin from the unspecified pump due to high bias sensor inaccuracy. The patient was transported to the hospital for treatment but could not recall medications received. At some point during the event, the cgm reading was reportedly 128 mg/dl and the bg was 88 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was ok. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.